Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon device interrogation, it was observed that the right atrial (ra) lead exhibited oversensing due to noise which inappropriately triggered automatic mode switch (ams) episodes. There were no consequences to the patient. Programming changes were discussed, no intervention was reported.